Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 06jun2019. The faulty touchscreen was returned and fi (failure investigation) was performed. The pin to pin resistances of the returned touchscreen were measured and testing failed. The ul_lr and ur_ll components were isolated to be the faulty components. Therefore, it was determined that the resistance and resistance ratio of the ul_lr and ur_ll components were out of specification which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the unit's touchscreen to resolve the reported issue. The unit was tested and returned to service.

Event description:
It was reported that upon arrival of the device, a screen dysfunction was observed. There was no patient involvement. The event date was not specified; estimate used.